Event description:
2024-05-06, additional information was received that it was the right femoral vein used for access.

Manufacturer narrative:
Corected b5 - event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, during a puncture of the left femoral vein and insertion of the sheath and integrated dilator/needle for transseptal puncture of the atrial septum, the guidewire was blocked in the sheath. The guidewire was replaced with another manufacturer's product. Subsequently, the inferior vena cava was damaged and internal hemorrhage occurred. It was further reported that the damaged inferior vena cava resulted in "an opening of about 2-3 mm." The case was aborted. The patient was operated on emergently and the opening was surgically sutured. The patient died and the cause of death was hypovolemic shock as a result of retroperitoneal bleeding.